Event description:
The patient stated that, he had a severe low blood glucose reading at 3:30 am. He was treated by emergency medical services, received glucagon, and his blood glucose level was 85 mg/dl when the emt's left. The patient did not need to go to the emergency room. He said that when he woke up at 3:30 am, pump was not working and says the pump looked like something burned through it. His blood glucose then rose to "hi" on the meter after his pump was not working. He states there were various colors covering 80% of the screen. After the pump stopped functioning, the patient started taking insulin injections with humalog.

Manufacturer narrative:
The pump was returned to animas. Evaluation was not yet complete. When evaluation is complete, the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was powered on; the display screen was found to be cracked and the screen was not legible. During the prime step, the pump failed to detect the filled cartridge. Further investigation of the complaint was unable to be completed due to the pump failing to load the cartridge. The force sensor was tested and found to be out of calibration. A review of the pump history showed one "no cartridge detected" warning. Unrelated to this issue, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.